Event description:
During implant, helix damage resulting in inability to extend the helix was observed on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.